Event description:
It was reported that a pt developed a blistered burn to the left arm after a right shoulder was scanned. The pt was not padded during the scan. The scan room temperature was also reported as being in the mid 80's. The operator's manual states that padding must be used to keep the pt from contacting the bore of the magnet and the pre-installation manual states that the scan room is required to not exceed 70 degrees f.